Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.

Event description:
During the procedure, a pericardial effusion and blood pressure drop occurred post transseptal puncture with advancement of the non-abbott catheter (qdot), resulting in a pericardiocentesis. The non-abbott catheter (qdot) was removed and the procedure was abandoned with the patient transferred to the ICU for monitoring. The physician does not believe that the non-abbott devices (qdot or jnj) contributed to the effusion. The physician alleges that the transseptal puncture was the cause for the pericardial effusion.